Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleged that the time and date configuration on the infusion device is incorrect. The caller reported that since the time and date was lost, it caused the infusion device to deliver an inaccurate amount of insulin, due to a shift in basal rate time blocks. At 11:04pm the patient had a blood glucose result of 67 mg/dl on her performa combo system. The patient experienced low blood symptoms of convulsing and fainted. The mother treated the patient by putting sugar in the mucus membrane of her mouth; the patient's blood glucose began to normalize. The patient's mother transported her to the public health clinic. Upon arrival at the clinic, the patients blood glucose was 93 mg/dl on the clinic's meter. The clinic did not provide any type of treatment, but kept the patient under observation for several hours. The patient was not hospitalized. The infusion device was requested to be returned for product evaluation.